Event description:
It was reported that cadd ms3, pump alarmed. No further information at this time.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: no product was returned therefore no visual or function testing could be performed. However, the pumps operators manual has a section for "alarms and messages" which describes all possible alarms and messages that the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarm or message displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to the manufacturer if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. Results for this reported event cannot be determined or confirmed as no sample was received for evaluation. Root cause for this reported event cannot be determined as no sample was received in which any visual or function evaluation could be performed. A device history record DHR review could not be performed in that no specific product was identified., corrected data: corrections for d4: UDI: unknown, d5: operator of device: unknown, e4: initial reporter sent to FDA: unknown, g5: premarket 510k: unknown